Manufacturer narrative:
Explant date was entered; date of event was selected based on congress presentation date.

Manufacturer narrative:
(B)(4). The explanted device was not returned. Therefore, direct product analysis was not possible.

Event description:
In review of published literature, these findings were noted: kenichi honma et al., ¿study of operative procedures and postoperative outcomes of gore acuseal vascular graft.¿, (B)(6), abstracts, page ps-229-1 (2017.04). Between december 2015 and august 2016, 36 patients underwent arteriovenous graft surgery using a gore® acuseal vascular graft. The grafts were placed in the forearm (17 patients), in the upper arm (17 patients) or in the thigh (two patients). The article stated that since the outer diameter of the acuseal vascular graft is thick, risk of wound dehiscence is high and attention for graft infection is needed. It was reported that sometime after the implant procedure (date unknown), one patient with implant in the upper arm experienced graft infection. The entire graft was explanted and the brachial artery was ligated. Additional information was requested but not made available.

Manufacturer narrative:
(B)(4).